Manufacturer narrative:
(B)(4). Common name: esqw prosthesis, esophageal. Procode: esq. This event has been reported by the manufacturer under MDR# 3001845648-2019-00722.

Event description:
As reported in the journal article yang et al 2017-"esophageal stent fixation with endoscopic suturing device improves clinical outcomes and reduces complications in patients with locally advanced esophageal cancer prior to neoadjuvant therapy: a large multicenter experience": "one case of tumor ingrowth requiring removal of the old stent and placement of a new one."